Event description:
A report was received that the patient had an ipg revision. The physician suspected a battery malfunction as the patient was having difficulty charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.